Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to (B)(6) due to elevated blood glucose levels, on (B)(6) 2026. The patient's blood glucose levels reached 570 mg/dl while wearing the pod between 1 and 4 hours, on the arm. Symptoms reported include nausea, shaking, generally not feeling well. The patient received diagnostic of "dysfunction pod" and hyperglycemia and was treated with intravenous insulin infusion at approximately 3 units per hour and received potassium supplementation, resulting in a decrease in blood glucose to approximately 120 mg/dl the following morning. The pod was removed at the hospital and as treatment progressed, a new pod was applied and the patient¿s condition improved. The patient was discharged on (B)(6) 2026.